Event description:
Dr (B)(6) performed the surgery on me (B)(6) 2009 for a ventral incisional hernia repair. The next two weeks preceding my follow up appointment I noticed a bulge in the area of the surgery. When I was examined during my follow up appointment by dr (B)(6), he noticed a problem and scheduled me for surgery the same day of my follow up appointment. After the 2nd surgery, dr (B)(6) told me that the mesh had split and torn down the middle of the mesh and the sutures that were attached to the abdominal wall fascia on both sides was still completely intact, as were the surgical sutures. He also told me that the mesh was strong enough to pull a vehicle, as an example. He said that in thirty years, he had never seen that happen with mesh. Dates of use: (B)(6) 2009-(B)(6) 2009. Reason for use: repair of ventral incisional hernia.